Manufacturer narrative:
(B)(4).

Event description:
It was reported lower out of range pacing lead impedance was observed on the right ventricular lead. The lead was capped and replaced. The patient condition was well before and after the procedure.